Event description:
Loss of capture was reported. Lead was capped. This event is related to 2183787-2024-00031.

Manufacturer narrative:
**UDI related data quality updates only**. H2: correction marked. D1: brand name updated to match gudid database entry.